Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of a discrepant result. The reporter noted that the initial result did not match the patient's historical runs and referred it to the doctor who agreed to rerun the patient sample. The patient sample was rerun on their other cobas pro ise analytical unit. The initial result from the analyzer was 135 mmol/l. The repeat result from the other analyzer was 126 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by a clogged sipper probe. He then replaced the sipper probe and vacuum nozzle; decontaminated the ion-selective electrode (ise) flow path; and replaced the reagents. He performed a 20-cup precision check with successful results. The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.